Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Family member called and stated that the customer was hospitalized and now he is concerned because the pump alarmed a motor error.